Event description:
The international customer reported the ventilator battery was not charging. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The manufacturers field service engineer confirmed the reported problem and a replacement power supply has been ordered for service. Power failure due to loss of ac or battery power may result in shutdown of device during normal ventilation operation. Proper care, maintenance and testing should be performed when using battery power sources.

Manufacturer narrative:
Supplemental report

Manufacturer narrative:
Service completion pending.

Event description:
The manufacturers field service engineer replaced the power supply to address the reported problem.